Manufacturer narrative:
As reported in a research article, subacute left main trunk occlusion following surgical aortic valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date is estimated: d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: subacute left main trunk occlusion following surgical aortic valve replacement.

Event description:
The article, "subacute left main trunk occlusion following surgical aortic valve replacement", was reviewed. The article presented a case study of 70-year-old female patient with severe aortic valve stenosis caused by a bicuspid valve. It was reported that on an unknown date, a 19mm epic valve was chosen for implant. On post-operative day 5, the patient exhibited a tendency toward tachycardia and developed cardiogenic shock requiring vasopressor support, with ischemic electro-cardiography (ECG) changes and an increased serum high-sensitive troponin I level. After inserting the intra-aortic balloon pump, reperfusion was achieved and hemodynamic stability was re-stored. Intravascular ultra-sound (ivus) revealed a massive thrombus in the lmt and a hyperechoic structure proximal to the left coronary artery (lca) entrance. After attempting thrombus reduction using the excimer laser coronary atherectomy system, thrombus aspiration was performed. However, optimal results were not achieved, and a drug-eluting stent was implanted. Final angiography showed successful revascularization and ivus revealed no hyperechoic structure around the left main trunk (lmt). After heart failure compensation with inotropic agents, the patient was discharged on day 39. No recurrence of ischemic heart disease and heart failure has occurred 1 year after the percutaneous coronary intervention (pci). [The primary and corresponding author was keisuke nakabayashi, kasukabe chuo general hospital, heart center, saitama, japan, with corresponding email: keisuke2018@gmail.com].